Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, endoleak, migration, aneurysm rupture). Patient's condition affected effectiveness of device (disease progression, dilated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, dilated aortic neck).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm over 10 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented emergently with a ruptured aneurysm that had increased in diameter to 10cm approximately one month ago. The proximal aortic neck measured 32-33 mm in diameter. A CT revealed stent graft migration of neck 4cm below the renal arteries with a proximal type I endoleak noted. The stent graft migration and endoleak were attributed to disease progression. The patient also had a right common iliac aneurysm that was 5cm in diameter and a left common iliac aneurysm that was 3.5 - 4 cm in diameter. The physician repaired the migration and endoleak with an endurant cuff etcf3232c49e, an etcf3636c49e and an etcf3636c49e. The iliac aneurysms were treated with an etlw1616c124e and an etlw1616c124e on the right and an etlw1613c156e on the left which was the contralateral side. The physician blocked off right below the flow divider and performed a fem-fem bypass. The patient was on a ventilator. It was reported that the patient expired due to heart failure.